Manufacturer narrative:
Additional information was added to h3, h6, and h10. H10: the actual device was not available; however, nine (9) photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that a leak had occurred; however, the location of the leak could not be determined. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette leaked from an unspecified location. The leak was observed after peritoneal dialysis (pd) therapy was completed. There was no patient injury or medical intervention associated with this event. No additional information is available.